Manufacturer narrative:
The customer's qc was within the established ranges prior to and after the event. The lab is collecting samples from multiple draw sites, all with a minimum of 4 hour transportation time. Ammonia is sensitive to storage temperature and the result increases if not kept frozen. A field service engineer (fse) was on-site: inspected instrument dispensing and checked alignments of assemblies. Performed precision study. Performed wash water volume check. Replaced some hardware and verified instrument performance. Adjustments have been made to prevent this event from reoccurring, which includes asking couriers to check temperatures in transit and making sure samples are handled properly in the laboratory. Root cause may be attributed to sample handling.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high ammonia result generated on the au2703-02e chemistry analyzer. Erroneous result was reported out of the laboratory and the patient was transported to the hospital and redrawn. No death or serious injury was associated with this event.